Manufacturer narrative:
Information contained in this report was previously submitted through asr on 04/18/2016. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported a deflation to the left side. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases, and wear abrasion. A leak test was performed and found one opening. A microscopic analysis identified a sharp curved opening on the posterior side in the same location of the crease, assessed as fold flaw opening. A fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is a sharp crease opening assessed as a fold flaw opening.

Event description:
Health professional additionally reported "did not like the rippling, wrinkling, and stretch" and "left breast had contracted... Skin looked very tight and firm," baker grade unknown. Device has been explanted.